Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported clip opened while locked cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains implanted in patient. The clip delivery system will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional tricuspid regurgitation for a triclip procedure. A triclip xtw was placed at the anterior/superior (a/s) central position. After deployment of the clip, it was confirmed to be open. On fluoroscopy, the clip opened to approximately 20 degrees. It was reported that the clip was stable on both leaflets. An additional triclip xt was implanted to stabilize the first clip. The final tr was grade <1. There were no reported adverse patient effects and no clinically significant delay.